Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient had multiple error messages appear regarding obstructions or possibly occlusions. There was no reported patient involvement.

Manufacturer narrative:
D4: correction d9: correction "(B)(6)-2025".

Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive downstream occlusion sensor calibration was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.